Event description:
It was reported that during a davinci si hysterectomy procedure, wires from the tenaculum forceps instrument broke off and fell inside the patient. All pieces were retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Isi contacted the initial reporter register (B)(6), she indicated that the planned surgical procedure was completed and the patient did not experience any complications. The tenaculum forceps instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.